Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens tore during insertion into the eye. The back part of the lens was missing when it was placed in the eye. The incision was enlarged to remove the lens. Another same model and size lens was implanted. No suture was used.

Manufacturer narrative:
Results: visual inspection of the returned product found lens torn in half. One plate haptic and piece of optic is torn off and missing. There was evidence of reddish residue on lens surface. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).